Event description:
It was reported that the user experienced an inoperable touchscreen on the ilet pump due to a cracked screen, and they elected to transition to backup therapy when comfortable. Symptoms included no injury and no adverse clinical effects. Outcomes included device replacement shipment and no hospitalization or medical intervention. Investigation included customer interview and review of device function history as feasible. Investigation of this case revealed physical damage to the display/touchscreen assembly rendering the user interface unusable, consistent with a broken or cracked screen and loss of touch response; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact or misuse, not a manufacturing defect.